Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a highest glucose of 264 mg/dl and approximately one hour above range, following a recent cortisone injection; user education on not announcing meals to correct glucose was provided and data were synced. Symptoms included elevated heart rate and fatigue. Outcomes included no hospitalization, no backup therapy, and no ketone testing. Investigation included review of uploaded device data and user interview. Investigation of this case revealed no device malfunction and a probable physiological contributor due to recent steroid administration, with user education provided on algorithm use. It was concluded that the event was consistent with hyperglycemia with an unclear device-related cause and likely influenced by steroids, and the device functioned as intended based on available information.